Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the patient experienced stimulation in the wrong location. The stimulation went up his left leg instead of down to his foot. There was no known accident or incident related to this complaint. The patient was seen several times. He lives a considerable distance from his doctor and is unwilling/unable to travel to reprogram his neurostimulator (ins). It was later reported that there have been multiple attempts to reprogram his device and he already had his leads revised. After each session he feels the coverage is "better" than before, but it never covers all of his pain nor does it seem to reduce pain where he feels tingling. He is in constant pain before and after each reprogramming session. Impedance measurements were normal. The doctor has tried mostly everything for him. Additional information has been requested.